Event description:
A catheter broke about 1 cm below the catheter hub while in the patient. Family member noticed and informed nursing. The catheter was removed without incident. No medical or surgical intervention required to remove the catheter. 2 fr catheter broken at hub. Reported by patient's family member. Denies pulling on catheter. Heparin drip infusing. Line was in 3 days prior to incident.